Event description:
Removal of endosseous dental implant. Two implants were placed in class iii bone on 1/15/97 during a routine procedure. The implant in site #21 was removed on 2/4/97 due to bleeding and swelling. The clinician reports that the failure may be due to implant placement next to an endodontically treated tooth. The implant may have been placed near or into residual apical pathology from this tooth.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.